Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via an implantable pump for spinal pain. Regarding the concentration and dose rate of dilaudid "2.6 something" was indicated. It was reported that the patient missed a pump refill. The patient¿s personal therapy manager (ptm) displayed the 8286 code regarding empty reservoir. The patient was due for a refill and a physician was trying to get the patient in. The patient had called their physician and the physician was going to be calling the patient, but the patient had not heard from the physician yet. The physician¿s office was noted as being aware of the code displayed via the ptm. The physician was noted as being able to get the patient into the office on (B)(6) 2018. No patient symptoms were reported. No further patient complications have been reported as a result of this event.